Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device noted worn contacts on the connector. There was film inside the lens. Functional evaluation revealed dark image display. There was no live video output. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors that could have contributed to the reported event include a failed image sensor. The device has been in service for over five years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the camera head had no output image. No case reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.